Event description:
The patient reported, he switched to his backup infusion device which he has never used, and the screen display on the device is segmented on one side. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.